Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) display shut off. The central control monitor (ccm) was used in the meantime as mitigation. The ccu was agitated and it came back on so the device was inspected and then used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 26jul2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the centrifugal control unit (ccu) display shut off during the case. The clinician was able to control the centrifugal pump with the central control monitor (ccm). The ccu was agitated and came back on. There was no change out, no delay, no blood loss, and the procedure was completed successfully.